Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone and patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and images/pre-revision radiographs were not provided. The most probable root cause associated with the reported event of ¿loosening ¿ femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
As reported by the exactech knee replacement study, approximately 7.5 years post initial right side tka, the 76 y/o male patient experienced aseptic femoral loosening with severe flexion of femoral component. Patient components revised were femoral and tibial insert on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 3 9mm (cat#: 02-012-35-3009, serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.